Event description:
It was reported that the atrial lead thresholds were high at a follow up check. There was also no capture at high outputs. Fluoroscopy showed that the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.